Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the hcp noticed that the pilot balloon line was detached with no reason. Until the event the pressure in the cuff was measured by a manual pressure gauge and was normal, the patient was with the same tube for a long period of time (3-4 weeks). After the event the hcp's decided not to replace the tube because there was no change in patient ventilation or any other negative effect due to the event. The patient eventually died, but it was stated that there was no connection between the event and patient's death.